Event description:
Healthcare professional reported "a new patient case due to an incidence with allergan prostheses" against the right side. Subsequently, physician reported, capsular contracture - baker grade IV. Ultrasound identified "regular contours." Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported "a new patient case due to an incidence with allergan prostheses" against the right-side. Subsequently, physician reported, capsular contracture - baker grade IV. Ultrasound identified "regular contours" device has been explanted and replaced with a non-allergan device. .

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV visual analysis of the photographs identified: wrinkling: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Additional observations: deformation observed. Yellow particles were observed on the surface of the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "a new patient case due to an incidence with allergan prostheses" against the right-side. Subsequently, physician reported, capsular contracture - baker grade IV. Ultrasound identified "regular contours" device has been explanted and replaced with a non-allergan device. .